Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ vdrl antigen there was a performance issue. The ph was out of range. There was no report of adverse patient impact. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the ph of vdrl buffered saline is out of range. The buffered saline seems to only be reaching a ph of ~5.3-5.7. Customer opened several kits, used current as well as a brand new ph meter to test the ph and none of them reached the required 6.0 +/- 1 reading." Customer has confirmed not deviating from the package insert. Customer checked the ph with ph paper in addition to our usual method of the extech. The ph paper results matched the extech. The probe is calibrated before each use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-23 h6: investigation summary to investigate the complaint on vdrl antigen kit 240765 batch 1217554, two retained bottles and the returned bottle of the buffered saline included in the complaint lot, batch 0198673, were tested for ph. This testing was performed using a ph meter calibrated with a 3-point calibration that included ph 4, 7, and 10 buffers. In addition to calibration, a ph 6 buffer was tested to ensure the accuracy of the ph meter. The electrode used for the investigation testing is a ph / atc electrode. The internal test procedure for this product requires that all calibration buffers and test samples are warmed to 25 ± 1°c prior to use / test. After calibration and check of the ph 6 buffer, a sample of each bottle of buffered saline was tested and results were as follows: - retained bottle #1, ph 6.04 at 25.4 °c and retained bottle #2, ph 6.04 at 24.8 °c, which were both within the acceptable range of 5.9 ¿ 6.1. - vdrl buffered saline in returned kit, ph 6.01 at 25.1 °c. The complaint could not be confirmed based on these results. H3 other text : see h10.

Event description:
It was reported when using the bd bbl¿ vdrl antigen there was a performance issue. The ph was out of range. There was no report of adverse patient impact. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the ph of vdrl buffered saline is out of range. The buffered saline seems to only be reaching a ph of ~5.3-5.7. Customer opened several kits, used current as well as a brand new ph meter to test the ph and none of them reached the required 6.0 +/- 1 reading." Customer has confirmed not deviating from the package insert. Customer checked the ph with ph paper in addition to our usual method of the extech. The ph paper results matched the extech. The probe is calibrated before each use."